Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound which became infected. The patient's physician instructed the patient to remove the lifevest while the area healed and prescribed antibiotics.